Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the time and date on the pump were noted to be inaccurate. Additionally, the pump screen was unresponsive. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level ranged from 190 to 230 mg/dl. Reportedly, the customer has lantus and humalog available as alternate insulin therapy.